Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the digital video signal input processing (dp) board was faulty. Additional evaluation findings were as follows: failure of a video cable connector (lock was loose) which resulted in noise on the image and error e309 due to a faulty cr board. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the image was frozen on the evis exera iii video system center. There was no report of delay or harm to a patient or user associated with this event. The field service engineer (fse) stated that the hospital forgot to borrow clv-190 along with cv-190, therefore, the device was unable to be used in the facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, frozen images occurred due to failure of the printed-circuit board (cr). The cause of the faulty cr board could not be identified. Per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.